Manufacturer narrative:
Additional product codes include dsb plethysmograph, impedance. Dxn system, measurement, blood-pressure, non-invasive. Fll thermometer, electronic, clinical. Mud oximeter, tissue saturation. Qaq adjunctive predictive cardiovascular indicator. Qem cerebral oximeter. Qms adjunctive open loop fluid therapy recommender. Qnl medium-term adjunctive predictive cardiovascular indicator. Dqk computer, diagnostic, programmable. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the alta monitor displayed inaccurate values. The systolic and diastolic pressure values were 20-30 points off from another measurement device. It is unknown what the other measurement device was. There were no error messages or an abnormal waveform. When devices were connected to a different alta monitor, this issue did not occur. There was no patient injury. The device is available for evaluation.